Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue. Effective therapy was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation and failed to charge the device as recommended. In turn, the ipg lost communication with external devices. Surgical intervention will be taken at a later date to address the issue.